Event description:
It was reported that during the procedure, resistance was felt while advancing a balloon catheter over the guide wire. When the guide wire was removed from the balloon catheter it was noted that the guide wire had separated. The separated distal portion of the guide wire was removed with the balloon catheter. Reportedly, there were no pt effects. No other info was available.

Manufacturer narrative:
Eval summary: qa analysis of the returned guide wire revealed that the core separated at the proximal end of the hypotube. There was core extending out of the hypotube. There was no other damage noted to the guide wire. The distal portion of the guide wire, including the hypotube, was advanced through a .0137" hole gauge without resistance. The proximal portion of the guide wire up to the hypotube passed through a .0138" hole gauge. These met the mfg criteria. The guide wire could not be advanced through a new catheter due to the separation. The distal portion of the guide wire was dipped into a dye to confirm that hydrophilic coating was present. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering reviewed the incident info and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire separated from ductile overload. The guide wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. Even with treatment of a very distal lesion, this junction should only enter the primary curve of any guiding catheter; therefore, the opportunity of the guide wire being bent into such a tight radius during a procedure is remote. The incident info did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent separation due to ductile overload is unk. But the analysis did not show a mfg related cause for the issue. The lot history record was not reviewed because the lot number was unk. This MDR is considered closed by the qa dept.